Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent anterior cervical discectomy and fusion at c5-c6 due to stenosis. Intra-op, the upper jaw of the micro pituitary broke off. It was recovered and removed, no broken fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :the upper dynamic jaw is broken off at the base of the instrument shaft, with deformation noted on one side. Optical examination discovered a quasi-brittle fracture. The location, fracture surface morphology, with laterally oriented river lines and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.